Event description:
It was reported that the insulin pump alarmed button error during bolus setting. The customer's blood glucose was 8 mmol/l. The device was worn in the case, was neither dropped nor bumped, nor exposed to moisture. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.